Event description:
User's family member called stating they had done multiple testing on pt and was getting readings in the 400 range. Last test was 492. Family member rushed pt to the hosp and pt was given an IV. The glucose reading was 720. Hosp unable to provide care and pt was taken to another hosp where pt was diagnosed with diabetic ketoacidosis and given another IV. Family member doesn't remember any of the results taken at the second hosp.